Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance from tandem technical support with stopping a bolus delivery that had been programmed and delivered by the customer. Reportedly, the customer accidentally delivered a bolus of 10 units. Blood glucose (bg) level was 261 mg/dl, and had food available to ensure bg level remained within range.